Event description:
Boston scientific received information that this right atrial lead was not capturing. Additionally, noise and oversensing was noted. An x-ray was performed and it was suspected the lead had dislodged. Therefore, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was successfully repositioned. No additional information is expected regarding this experience.